Event description:
It was reported by the customer's mother that the customer had been receiving no delivery alarms. Customer's mother stated that when she attaches the infusion set to the reservoir, it is not locking in place. Customer's mother changed the set at least 3 times and it kept giving her a no delivery alarm. Customer's mother does not want to return the set or reservoir for analysis. Infusion sets will be replaced. Customer's mother was uncomfortable with the sets. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.